Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that the cannula was full of blood when it was removed from her body. The customer's blood glucose reading was 42 mg/dl at the time of the report. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.